Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off onto the floor when removed from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. The root cause of the failure could not be determined. The capsule was returned unattached to the delivery system. The capsule trocar needle was advanced and blood and tissue were present.